Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged into the ventricle some time after implant before hospital discharge. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.